Event description:
Pump declared alarm 20 while pumping, but there was no adverse impact to the customer's blood glucose level. Customer successfully loaded a new cartridge with guidance from technical support and resumed insulin therapy. Original cartridge lot number was unavailable.